Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the dvi cable to the monitor was loose. It was tightened and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system monitor was not showing indications of power or display, but the rest of the mobile viewing station (mvs) showed power indication. There was no patient present.